Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device was subsequently returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. (B)(4).

Event description:
It was reported that the battery voltage of the implantable cardioverter defibrillator (ICD) dropped sharply two weeks after implant. The device reached recommended replacement time (rrt) two and a half months after implant. This was reported as possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.